Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This report is related to review of a clinical evaluation report (cer) from a related research activity database (drra); therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Component code: g07002 ¿ device not returned. The single complaint was reported with multiple events. There are no additional details regarding the additional events.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (drra) for patients undergoing unknown procedure. The reported complication as per ICD 9 & 10 categorization experienced by the following with corresponding intervention: 8 patients organ injuries, 6 patients bowel, 2 patients others had peri-operative complication after the procedure with the use of the device and before the discharge of the index hospitalization were defined with the diagnosis code, interoperative complications on 1-year follow-up. 20 patients had peri-operative complication after the procedure with the use of the device and before the discharge of the index hospitalization were defined with the diagnosis code, general complications on 1-year follow-up (2 patients fever, 3 patients urinary tract infection, 2 patients diarrhea, 1 patient gastritis, 2 patients pulmonary embolism, 1 patient pleural effusion, 4 patients pneumonia, 3 patients copd, 2 patients renal insufficiency, 6 patients others). 40 patients had peri-operative complication after the procedure with the use of the device and before the discharge of the index hospitalization were defined with the diagnosis code, postoperative complications at rest on 1-year follow-up (9 patients bleeding, 17 patients seroma, 2 patients prolonged ileus or obstruction, 2 patients bowel injury/anastomotic insufficiency, 13 patients wound healing disorder, 6 patients infection, 23 patients complication-related reoperations).